Event description:
It was alleged that on initial setup, the medication was delivering "faster than the set rate of 40cc/hr" it was noted that the nurse observed this by timing the drip chamber. There was no pt consequence.